Event description:
It was reported that ¿the handpiece overheated during an operation at the customer's facility. The rep pointed out a possible half-lock condition because the event was only temporary. The procedure was completed with no delay or adverse effect.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis.

Manufacturer narrative:
The product was returned on march 23, 2015. The additional information was obtained on april 3, 2015, when the device inspection was done. The product was returned. The initial inspection found no fault with the item. The 1 minute pre-repair temperatures were 27 and 27.7 degrees celsius. The customer requested that the device be returned to them. Method: actual device; test for high temperature conditions; visual inspection; mechanical evaluation. Results: no failure detected. Conclusion: unable to confirm complaint.